Event description:
Device was returned for repair only. Upon receipt, it was noted that a portion of the upper jaw was found to be broken off and missing. Contact with the hosp confirmed that the device had broken during use in a knee procedure, but that it was retrieved with no injury to the pt.